Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10l. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
PMA: this device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.